Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported prolonged high blood glucose (bg), with a highest blood glucose (bg) of 394 mg/dl, while overdue for a supply change. The agent guided the user through a convatec contact detach (cd) 23" supply change, after which insulin delivery resumed. The user was advised to hydrate, walk, and monitor blood glucose (bg). At follow-up, the user's blood glucose (bg) decreased to 260 mg/dl and was trending down. The user's blood glucose (bg) was corrected with a supply change, fluids, and exercise. No symptoms during the event, outside assistance, or medical intervention were reported.